Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces noted. No button error alarm during testing. Pump passed displacement test and self test. The test reservoir p-cap was able to lock in place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the buttons were working now. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.